Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high"; specific value was not provided, resulting in "cerebral edema". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with "tresiba and regular insulin regiment" resolving the issue. Contact declined troubleshooting with tandem technical support and declined to provide further information.